Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03852 and medwatch 2210968-2013-03854. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device started shugging and the blade was not cutting. Another like device was used. There were no adverse patient consequences.